Event description:
A customer contacted stryker to report that their device kept prompting to connect the electrodes, when it was connected. As a result, defibrillation therapy would not be available, if needed. This issue is patient related; however, there was no adverse event reported.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. The customer was provided with a replacement device. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Stryker product analysis center (pac) evaluated the customer's device and was unable to duplicate or verify the reported issue. The used electrode tray was not returned with the device. The root cause of the reported issue could not be determined.

Event description:
A customer contacted stryker to report that their device kept prompting to connect the electrodes, when it was connected. As a result, defibrillation therapy would not be available, if needed. This issue is patient related; however, there was no adverse event reported.